Event description:
On (B)(6) 2008, a 25mm trifecta valve was implanted in a patient participating in the ide study. On (B)(6) 2018, tte observed a mean gradient of 80mmhg, estimated ejection fraction of 40-45% and severe aortic insufficiency. On (B)(6) 2018, the patient began to experience lower extremity edema and dyspnea. An echo was performed the same day and observed severe aortic stenosis. On (B)(6) 2018, a right heart catheterization observed severe pulmonary hypertension with pa pressure 79/33(49) mmhg, wean wedge 26-30mmhg, and trans-pulmonary gradient of 19mmhg. On (B)(6) 2018, the (B)(4)-year-old valve was explanted and a 25mm trifecta gt valve was implanted. The explanted valve had decreased leaflet mobility and wear. Post echo observed normal lv and rv function with no perivalvular leak. The patient has a history of bicuspid aortic valve, hypertension, dyslipidemia, diabetes and sleep apnea. The status of the patient has not been made available. (Clinical study patient ID: (B)(6))

Event description:
On (B)(6) 2008, a 25mm trifecta valve was implanted in a patient participating in the (B)(6) study. On (B)(6) 2018, tte observed a mean gradient of 80mmhg, estimated ejection fraction of 40-45% and severe aortic insufficiency. On (B)(6) 2018, the patient began to experience lower extremity edema and dyspnea. An echo was performed the same day and observed severe aortic stenosis. On (B)(6) 2018, a right heart catheterization observed severe pulmonary hypertension with pa pressure 79/33(49) mmhg, wean wedge 26-30mmhg, and trans-pulmonary gradient of 19mmhg. On (B)(6) 2018, the 9-year-old valve was explanted without difficulty and a 25mm trifecta gt valve was implanted. The explanted valve had decreased leaflet mobility and wear. Post echo observed normal lv and rv function with no perivalvular leak. The patient has a history of bicuspid aortic valve, hypertension, dyslipidemia, diabetes and sleep apnea. The patient is reported stable. The patient has withdrawn from the study so no further information is available. (Clinical study patient (B)(6))

Manufacturer narrative:
Event description: patient is stable and has withdrawn from the study. An event of high gradient, regurgitation, stenosis and pulmonary hypertension was reported. The reported decreased leaflet mobility was confirmed. Morphological and histopathological examination found calcifications in all three leaflets. All three leaflets were fibrotically thickened. Fibrous pannus ingrowth was present on the inflow surface of leaflets 2 and 3. Leaflet 2 contained a tear associated with a calcified nodule. The stent of the valve was deformed when received and leaflets 1 and 3 had been resected to remove leaflet tissue. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the calcification and pannus could not be conclusively determined; however, calcification is a known event associated with tissue heart valves. The patient had a medical history including a bicuspid aortic valve, hypertension, dyslipidemia, diabetes and sleep apnea. The valve had been implanted for nearly 10 years. The tear was consistent with the calcification altering the normal leaflet architecture. The calcification and pannus were consistent with stenosis, with the affected leaflet mobility potentially contributing to both the regurgitation and high gradient.